Event description:
It was reported that left hip revision surgery was performed due to metallosis and elevated cobalt and chromium levels.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis and elevated cobalt and chromium levels reported. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had symptoms consistent with metallosis. During the revision, dark gray synovium was noted around the hip replacement. A review of the implantation and revision report did not indicate any relevant findings that could explain or have contributed to the reported reasons for the revision. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.